Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun brazil: analyzing the history, we verified that the infusion, with a flow of 6.25ml/h, to occur in 24 hours, was scheduled on (B)(6) 2021, at 17:35:49, and not on (B)(6) 2021 reported by the user. The infusion was stopped by the user on (B)(6) 2021, at 5:30:34 pm. The volume programmed by the user was 150ml, however, there was already an amount in the equipment memory of 690.11ml. When the infusion was stopped, the amount infused was 839.3ml, that is, subtracting the initial amount, we verified that the total amount of 149.19ml was infused; value compatible with the programming performed by the user.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "over infusion/operating unit" according to the customer: "tacrolimus drug infused on (B)(6) 2021 at 5:19 pm, rate: 6.25ml/h, to run in 24h. Finished on (B)(6) 2021 at 3:45 am. Pump parameters: vtbi 87.02ml and tr: 1:52 pm."